Event description:
It was reported that the programmer head was in need of repair. Follow-up revealed that various programmer heads were collected in a box over time and it was not possible for the sales representative to say definitively what is specifically wrong with each head. The head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer head subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer head had moisture ingression that damaged parts inside the head, rendering it unrepairable. (B)(4).